Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter ¿ the article was written by bart boesenach, huub j l van der heide and rob g h h nelissen.

Event description:
No improvement in long-term wear and revision rates with the second-generation biomet cup (ringloc) in young patients information was received based on review of a journal article titled, ¿no improvement in long-term wear and revision rates with the second-generation biomet cup (ringloc) in young patients¿ which aimed to examine the clinical results following total hip arthroplasty in a study of 111 patients younger than 55 years that experienced possible poor performance of cementless titanium acetabular components using the hexloc system and mallory head acetabular components manufactured by biomet; and to investigate the whether results could be improved with a second-generation design, the ringloc. Seven patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the patient underwent hip arthroplasty revisions do to unknown causes prior to device expiration. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products - it was reported that multiple devices were used during the procedure and may have caused or contributed to the adverse event. Zimmer biomet requested additional information on these devices from customer; however, additional information on the reported event is unavailable.

Event description:
It was reported in a journal article, one patient underwent a total hip revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.